Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (mar-2019 through feb-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the iabp and verified the auto fill errors in logs but could not duplicate the reported issue. The fse found the vacuum to be marginal but in the higher spec, so the compressor was rebuilt with a 5k pm kit and replaced the purge valve assembly as a precautionary measure. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.